Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:37:26. During night drain cycle eight, the patient's ultrafiltration reading was 2162ml, indicating the home patient (hp) drained 1462ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had set the tidal total ultra filtration removal too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. If any additional relevant information is obtained, a supplemental report will be submitted.